Event description:
During the first use, the tip broke as soon as activating. It was confirmed that there was no cem output. The device was not in contact with any metal. Setting were standard: amplitude 60%, irrigation 4, suction 60. There was no patient injury. Additional information received from the distributor on 09jun2015 with the following: as soon as activating the ablation output, the incident occurred. It was not being used on the patient at the time it broke. The broken pieces were retrieved in it's entirety. Patient age and gender were not provided. A replacement tip was available to be used after the cusa tip broke. There was no surgery delay. Soft tissue was going to be ablated for the liver resection surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.